Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the area around the drainage eye was raised and sharp. Allegedly, the patient experienced self limited bleeding. There was no reported medical intervention.

Event description:
It was reported that the area around the drainage eye was raised and sharp. Allegedly, the patient experienced self limited bleeding. There was no reported medical intervention.

Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation of the sample noted no abnormalities. The devices were unopened. Upon examination of the devices, no burrs, sharp areas, or lumps were found. All catheters measured 16fr. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿davol®all-purpose urethral catheter caution: this product contains natural rubber latex which may cause allergic reactions. With funnel end 16¿ (40.6cm) length, two eyes, x-ray opaque rubber warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. U.s. Product. Packaged in mexico caution: federal (USA) law restricts this device to sale by or on the order of a physician. Single use contains or presence of natural rubber latex. Lot number catalog number do not resterilize. Caution, consult accompanying documents. Do not use if package is damaged units keep away from sunlight warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practice and applicable laws and regulations. Consult instructions for use. Sterilized using ethylene oxide bard and davol are trademarks and/or registered trademarks of c. R. Bard, inc. Use by"